Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had critical pump error. The blood glucose level was 99 mg/dl. The troubleshooting was performed for critical pump error. The customer reported that a bunch of numbers displayed before the critical pump error image was displayed on the screen. The customer was advised the insulin pump need to be replaced. The customer was advised to discontinue the use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error after battery installation. The constant critical pump error alarm occurred due to moisture damage on the electronic assembly. The corroded motor assembly occurred during visual inspection. The device was unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.